Event description:
No additional information received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned therefore visual and dimensional evaluations could not be performed and the reported event could not be confirmed. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation because it was retained by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a nailing procedure the distal screw fractured and was retained by the patient. No additional patient consequences were reported.